Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the pod4 coil pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end and kinked in multiple locations. The introducer sheath was removed from the pusher assembly and ovalized approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pod4 coil pusher assembly was fractured and kinked. This damage likely occurred due to forceful manipulation of the pod4 coil against resistance, as reported in the complaint. Further evaluation revealed the introducer sheath was ovalized near its proximal end. This damage may have occurred due to forceful gripping or manipulation of the introducer sheath during insertion into a microcatheter. The ovalization in the introducer sheath likely contributed to the resistance experienced while advancing the pod4 coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod4 coils. During the procedure, while advancing a pod4 coil through another manufacturer's microcatheter, the physician encountered resistance and inadvertently kinked the pod4 coil pusher assembly. Therefore, the pod4 coil was removed and the procedure was successfully completed using three new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.